Event description:
The device was used during a v.a.t.s. Procedure. On the third firing, the instrument broke and it did not cut the tissue (but stapled it). New instrument was opened without trouble. There was no consequence to the pt.